Event description:
The generator emitted a solid tone when activated. The problem occurred during middle of procedure. The disposable was removed and retorqued with same result. A second instrument was used to complete case with no patient consequence.